Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be complaint with 21 cfr part 803 and ut of an abundance of caution. Unit returned without the light guide. The curring light is being returned to the manufacturing site for further evaluation. Evaluation summary: preliminary evaluation findings - received hand piece pc384, base pc384, and power cord all not in original box. The hand piece does illuminate. The contacts appear clean of debris. I plugged the base into an outlet and the light on the base flashed green twice and became solid green. I placed a light guide on the hand piece and turned the hand piece on. I touched the light guide to the built in intensity meter and the corresponding light did not turn any color, red is low power and green is sufficient power. No light means the hand piece has too low output to register or cure camphorquinone. I tested the hand piece on a base I know to register properly, h1382, and received the same result. The complaint is confirmed for a hand piece failure.